Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, and caller stated there were at least three prior occurrences of same issue on this pump. There was no adverse impact to the customer's blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged for pump replacement and addressed out-of-warranty loaner pump options, with no further actions required after necessary documentation was already submitted.